Manufacturer narrative:
Final analysis of the pump revealed gear train anomaly: corrosion and or wear and or lubrication and a stall due to shaft-bearing. During destructive analysis the technician found residue and shaft wear on the lower shaft of the rotor magnet. Residue on the jewel where the lower shaft of the rotor magnet inserts into the bottom bridge assembly was also found. Final analysis of the catheter and sc connector revealed coring, tears, cuts in seal. The previously reported conclusion code of 78 no longer applies to this event.

Manufacturer narrative:
Product ID: 8709sc lot# n178038014, implanted: 2008 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported, the patient was in the emergency room and experienced ¿possible¿ withdrawal and underdose symptoms. Surgical intervention was required as a result of the event; a full device system replacement occurred. The device system was used to deliver infumorph.

Manufacturer narrative:
Additional analysis of the catheter and sc connector found that under microscope inspection a deep, circular coring was seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing showed the sc connector to be leaking, most likely due to the coring that was seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.